Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at l5-s1 due to degenerative disc disease (ddd). Post-op, the shaft of the screw broke. Pseudoarthrosis was reported as a result of this event. Patient underwent revision surgery for the removal of broken screw.